Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication between his ipg and external devices. It was also reported the pt's programmer displays a communication error. The pt is without stimulation. The pt will meet with the sjm at a future date as the next course of action.